Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device, presented to the emergency room with abdominal pain, groin discomfort, and increased difficulty voiding. It was noted that this patient had a history of spina bifida and stress urinary incontinence. A computed tomography scan revealed a large fluid collection in the left groin, raising concern for a possible device infection. Physical examination performed by the physician showed an open perineal wound with significant edema, erythema, and fluctuance. The decision was made to explant the entire system. Prophylactic antibiotics were administered. Intraoperative findings included an open perineal wound and extensive scar tissue. Cystoscopy revealed no evidence of urethral injury or device erosion. The device was successfully explanted, and no further patient complications were reported.

Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device, presented to the emergency room with abdominal pain, groin discomfort, and increased difficulty voiding. It was noted that this patient had a history of spina bifida and stress urinary incontinence. A computed tomography scan revealed a large fluid collection in the left groin, raising concern for a possible device infection. Physical examination performed by the physician showed an open perineal wound with significant edema, erythema, and fluctuance. The decision was made to explant the entire system. Prophylactic antibiotics were administered. Intraoperative findings included an open perineal wound and extensive scar tissue. Cystoscopy revealed no evidence of urethral injury or device erosion. The device was successfully explanted, and no further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404127 . Serial number: n/a . Batch/lot number: 1100736411 . Model/catalog description: control pump fgs iz . Unique identifier (UDI) # : (B)(4). Model number/catalog number: 72400024 . Serial number: n/a . Batch/lot number: 1100713127 . Model/catalog description: balloon fgs 61-70 cm . Unique identifier (UDI) # : (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Pump passed visual inspection and leakage test; no damage or abnormalities were found. Pump failed low flow test with an output reading below pressure, which is out of specification; the pump pressure specification is equal to or greater than 2.1 psi. Balloon passed visual inspection and leak testing; no damage or abnormalities were found. Balloon did not pass functional testing with an output pressure reading of 78.2 cm h2o, which is above specification; the balloon pressure specification is 61-70 cm h2o. Visual inspection revealed the cuff had a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the adapter, and leakage testing showed fluid loss due to the same tear. The DHR review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and the analysis results, no device performance allegations were reported; however, the balloon and pump not passing functional inspections could affect product performance. In addition, the reported dehiscence, discomfort, edema, infection, abdominal pain, scar tissue, urinary retention, and redness are addressed in the product labeling and risk documentation. The conclusion codes of known inherent risk of device and cause traced to component failure were assigned to this investigation.

Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device, presented to the emergency room with abdominal pain, groin discomfort, and increased difficulty voiding. It was noted that this patient had a history of spina bifida and stress urinary incontinence. A computed tomography scan revealed a large fluid collection in the left groin, raising concern for a possible device infection. Physical examination performed by the physician showed an open perineal wound with significant edema, erythema, and fluctuance. The decision was made to explant the entire system. Prophylactic antibiotics were administered. Intraoperative findings included an open perineal wound and extensive scar tissue. Cystoscopy revealed no evidence of urethral injury or device erosion. The device was successfully explanted, and no further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Pump passed visual inspection and leakage test; no damage or abnormalities were found. Pump failed low flow test with an output reading below pressure, which is out of specification; the pump pressure specification is equal to or greater than 2.1 psi. Balloon passed visual inspection and leak testing; no damage or abnormalities were found. Balloon did not pass functional testing with an output pressure reading of 78.2 cm h2o, which is above specification; the balloon pressure specification is 61-70 cm h2o. Visual inspection revealed the cuff had a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the adapter, and leakage testing showed fluid loss due to the same tear. Based on the information available and analysis results, the allegations of dehiscence, discomfort, edema, infection, abdominal pain, scar tissue, urinary retention, and redness are addressed in the product labeling and risk documentation, and a conclusion code of known inherent risk of device was assigned to this investigation.